Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed a tear at the lower left near the edge on the front of the bag. Functional testing was performed with tap water which identified a left side leak approximately at the 200 ml area edge of the container on the front side. Additional magnified inspection verified a tear/hole in the lower left edge area on the front side of the bag where a leak was observed during testing. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes of a tear/hole found include damage sustained during compounding, transport, customer handling or it occurred during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered after filling prior to patient use. There was no patient involvement. No additional information is available.